Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to abdomen and flansks on (B)(6) 2021 developed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to abdomen and flansks on (B)(6) 2021 developed paradoxical adipose hyperplasia (pah).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen and flanks on (B)(6) 2021 using the cooladvantage petite applicator, who developed paradoxical adipose hyperplasia (ph) after treatment.

Manufacturer narrative:
Continued additional (d4) device serial and catalog number: (B)(6).